Event description:
Reportable based on additional information received on 30august2021 it was reported that a device problem occurred. It was further reported via additional information that while removing a 20 x 2.50 promus premier select stent from the spiral package, a shaft break occurred. It was noted that the shaft broke while pull it out of the spiral, and that it was removed with the same intensity like always. No issues were noted out of packaging. No significant resistance was experienced at any stage. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable.

Manufacturer narrative:
Device evaluated by MFR: a 20 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion at the midshaft bond measured at 108cm distal to the distal end of the strain relief. Additionally, the inner shaft polymer extrusion was noted to be bunched at 5.5 cm proximal to the distal tip with multiple stretches also noted on the inner/outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 30august2021 it was reported that a device problem occurred. It was further reported via additional information that while removing a 20 x 2.50 promus premier select stent from the spiral package, a shaft break occurred. It was noted that the shaft broke while pull it out of the spiral, and that it was removed with the same intensity like always. No issues were noted out of packaging. No significant resistance was experienced at any stage. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable.